Event description:
It was reported that a spectrum pump infused too much fluid during heparin therapy (programmed as100 units or 20ml/hr). The nurse counted drips at 28/min or 2.8ml/min. The event occurred at the critical care unit 2 east overflow. There was no report of patient injury or medical intervention associated with this event. The biomed was not able to reproduce the issue. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information h3, h6 and h10: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.